Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the cause death was congestive heart failure (chf), cerebral infarction and arteriosclerosis. The manner of death was natural.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time.